Event description:
Additional information received reported that the patient was again having an error message come up when she checked the status of the implant on the left side. It was noted that it was the same error she was getting a few months ago. It was stated that after the last time, her hcp checked the device with his programmer and the error message disappeared. It was stated that the patient was not sure if the device was working properly because she recharged both devices every other day, and the last time she went to recharge, the device was still showed being fully charged. It was noted that the patient ¿didn¿t feel as if this was an emergency, but would appreciate help whenever possible¿. Additional information received reported that when she checked her left implant the patient programmer would not go to the normal screen.

Manufacturer narrative:
Concomitant medical products: product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 64001, lot# n385367, implanted: (B)(6) 2013, product type: adapter. Product ID: 3391s-40, lot# v387340, implanted: (B)(6) 2010, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37612, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 64001, lot# n385368, implanted: (B)(6) 2013, product type: adapter. Product ID: 3391s-40, lot# v159369, implanted: (B)(6) 2010, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).

Event description:
It was reported that the patient was getting an error. It was noted that the healthcare professional (hcp) did not know if it was the patient programmer or recharging system. It was noted that it was unknown if action was required as a result of the event. It was noted that the patient¿s status at the time of report was alive with no injury. It was noted that it was unknown if there were any patient symptoms or complication associated with the event. Additional information received reported that the patient was getting a message on her patient programmer that she had never seen before. It was noted that it was confirmed that the right side was on and okay on the patient programmer screen. It was noted that the patient checked the left side and was getting icon message. It was noted that the patient did not check the implantable neurostimulator level often and had not used it in a while and does regularly recharge her implantable neurostimulator (ins). It was noted that the last charged on wednesday prior to report. It was noted that the patient felt different and that is why she checked her ins. It was further noted that the icon message was an ¿ins in the box¿ message. It was noted that the patient did not recall doing anything different with recharging her device. It was noted that the patient experienced a loss of therapeutic effect. It was noted that the patient was not feeling much stimulation on the left side and was not sure if stimulation was on. It was noted that the patient was using the patient programmer to turn stimulation on, but continued to get the message on the patient programmer screen for the left side. It was noted that the patient was receiving therapy prior to seeing the ins in the box icon. It was further noted that the patient had an EKG done on tuesday prior to report. It was noted that the patient had not been to the hcp since (B)(6). Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information reported, the patient was having trouble with their left side device again. It was noted, the patient was getting the same error message that they had been getting for a few months. It was noted, the patient had never used the antenna so they were not sure how it was happening. It was noted they were told it needed to be reset. It was noted, it was otherwise functioning properly. It was also noted, the patient had a problem with their programmer and that an alarm kept going off. It was noted, this could be set so the patient had reminders to check the battery status. The patient was wondering if this could be disabled.